Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. Customer later reset pump to resolve the issue and continued to use the pump for insulin therapy.